Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient representative reported that the stimulator had moved out of place in the patient's back and was causing extreme pain. Patient representative stated that the patient went to the pain management center the other day and the healthcare provider said that they would need to do two things: reprogramming and surgery to move the implant back into place. When asked for event date; patient representative mentioned the past week or so it's causing the patient pain. Agent asked and patient representative denied any recent falls/trauma the patient had. Agent reviewed role of manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issue.